Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited with low illumination in both ports. Procedure was completed and the damaged parts were replaced. Procedure details and patient harm were not reported.

Manufacturer narrative:
The company service representative examined the system and replicated the reported events. The illuminator module was inspected, and it was revealed that the internal lenses were nonconforming. The purpose of the service was to diagnose the unit and send a quote to the customer. The customer rejected the repair quote and did not request for replacement of any parts. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported events can be attributed to internal component failures. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).